Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 for a high blood glucose level of over 600 mg/dl. The customer stated that they suffered a state of both hypoglycemia and hyperglycemia. The customer was not in an accident and was wearing the insulin pump during their hospital stay. It is unclear what caused the high blood glucose that caused the customer to be admitted to the hospital. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.